Event description:
The customer reported experiencing recent high blood glucose values, with the current value at 408 mg/dl. During troubleshooting the customer reported small air bubbles in the tubing. The customer did not have a tubing clamp to complete troubleshooting, and was advised to call back after receiving a tubing clamp to do so. The customer will have the infusion set replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.